Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the ipg eroded through the chest pocket on 28nov2024; as a result, the patient cut all four leads to remove the ipg on (B)(6) 2024. The leads were later explanted on (B)(6) 2024.